Event description:
It was reported that the ac cord of a novum iq large volume pump was plugged in, but the pump did not indicate it was charging. The pump was not working while the power cord was connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the reported condition of ¿not charging¿ was unable to be reproduced. The pump was plugged into the ac adapter, and it was observed that the pump was charging (lightning icon on the battery icon). The device was plugged into a hub and it was confirmed that the battery was charging. A test run was also performed, with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.